Event description:
The device was used during a pneumonectomy procedure. Reportedly, after removing the device from the pulmonary artery bleeding was observed. The surgeon noted that the staples on the specimen side of tissue did not form properly and applied suture to control the bleeding. The hosp has reported that no pt injury occurred.